Event description:
(B)(4). For the last 4 years I have been suffering with sharp and constant pain in stomach. I am also dealing with heavy periods that include large clots. I have constant vaginal discharge. I have pain during sex and low libido. I am also dealing with mild depression, brain fog, and forgetfulness. I have constipation and bowel issues. I suffer from heart burn and also have itchy skin.